Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the delivery catheter system (dcs) was clicking while attempting to deploy the valve before getting to zero marker and would not re-engage upon lifting the macro slider. No clicking had been reported during loading. The valve was unable to be deployed, and a second dcs and valve were used without difficulty. The second valve was successfully implanted with no adverse patient effects. Dcs will be returned for analysis. Subsequently, it was reported that the patient anatomy was mildly tortuous but not of a significant level.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection noted the device showed kinks along the capsule which was likely associated with tracking the device over the aortic arch. The capsule advanced and retracted with the microknob and cursor without difficulty. There are no gross visual defects that were related to the deployment difficulty. The valve was received still in the dcs and the capsule was closed for a deployment simulation. The valve was able to be deployed in the glass arch model without clicking. The distal tip of the capsule seated flush against the plunger tip when fully advanced. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. As this was not a perfect replication of the scenario in the patient as well as the valve having remained crimped and became dried out, the complaint could not be confirmed. A formal investigation has been initiated to monitor for deployment difficulty issues.